Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the device. The field service engineer (fse) replaced the potassium (k) electrode to resolve the issue. The customer was only able to provide the initial high result patient data. No repeat patient results were able to be provided by the customer. Hence, the magnitude of difference between the initial and repeat results cannot be confirmed.

Event description:
The customer reported obtaining erroneously high patient results for sodium (na), potassium (k) and chloride (cl) the au480 clinical chemistry analyzer. The high results were not reported outside the laboratory. Quality control was within the laboratory's established ranges prior to the generation of the high results. There was no change to patient treatment in association with this event.